Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well post operatively. The physician did not suspect device malfunction. The device was not returned to bsn.

Event description:
A report was received that the patient had frequent ipg charging. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had frequent ipg charging. The patient will undergo an ipg replacement procedure.